Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. It was reported that moisture was located in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 09/15/2017 with the following findings: a visual inspection of the pump showed there was moisture in the battery compartment. During investigation, the pump powered on to a blank display. A leak test found a leak at a crack in the battery compartment starting at the threads traveling to grip pad. The pump was opened and no moisture was found inside the pump. The battery compartment was also cracked from case seal traveling to grip pad, however, a leak was not found at this location. Further testing was not able to be performed due to the blank display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.